Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Additional information is currently not available. A technical investigation was not possible to perform, as the device was not at hand for investigation. No trend analysis could be performed as no item number is available. As no lot number was provided for the device, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported that an unknown patient underwent a revision surgery of the wagner stem on an unknown date due to unknown reasons. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. No product documentation was reviewed for investigation. Root cause analysis neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary it is only known that the patient underwent a revision surgery. No other information at all is given. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
During the investigation of the case (B)(4) by zimmer inc, (B)(6) it was preconized that the reported stem is a wagner stem which is manufactured by zimmer (B)(4), (B)(6). Thereof, this report is filed. It was reported, that a patient was implanted with a wagner stem (catalog and lot number unknown) on an unknown side on an unknown date and the patient underwent a revision surgery on an unknown date due to unknown reasons. The only information received is: " doing a revision. Not sure if it is a cone or sl. How do I remove these stems? May have to remove the stem (not sure yet)."